Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, drug or alcohol abuse, xerostomia, smoker, peri-implantitis, mobility